Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, after the plate was placed for the treatment of an intra-articular fracture of distal femoral, the doctor found a spiral metallic fragment from the screw. The doctor reported that the metallic fragment could not be found when the package was taken off a seal. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
(B)(4). A review of the device history records was performed and no complaint related issues were found. Placeholder.